Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2011 (B)(6); 5076-45 implantable pacing lead implanted: 2011 (B)(6); 429688 implantable pacing lead implanted: 2011 (B)(6). (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. The device was analyzed and tested out of specification. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately five months after device system implanted. The cause of death has been requested and not received.